Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings:a review of the pump black box data revealed multiple loss of prime warnings associated with low, non-zero forces. During testing, the pump did not pass the load step. The pump emitted a cartridge not detected warning. The force sensor calibration was low and not within specifications. The pump case was removed, and the force sensor resistance was high and not within specifications. No evidence of damage to the force sensor was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the pump casing was observed to be cracked near the display. A leak test was performed and failed due to the crack in the casing. Evidence of moisture ingress was found in the battery compartment and throughout the pump interior. A battery cap was not returned with the pump; a test cap was used to complete investigation.